Manufacturer narrative:
(B)(4). A photograph and companion samples have been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted if additional relevant information becomes available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual sample was not available for evaluation. However, ten companion samples were received from the customer for evaluation. The devices were visually checked and the three-way stopcocks were correctly assembled, no issues were detected and the returned companion sets were conforming per product specifications. A companion set was functionally tested (gravity test) and no abnormalities were found that may have caused/contributed to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a disconnection occurred between a solution/blood administration set and a non-baxter stopcock during infusion. There was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.